Event description:
It was reported that the right atrial (ra) lead was replaced due to dislodgement. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary revealed that the distal lv (low voltage) electrode of the lead was covered in blood.